Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's caregiver that, during the initial omnipod 5 pump setup at a clinic, one pod reportedly became occluded overnight. As a result, the patient allegedly experienced severe hyperglycemia and diabetic ketoacidosis (dka). No blood glucose values were provided. The reporter indicates that the patient was at a clinic at the time of the event; however, it is unclear whether hospitalization occurred. Additional information regarding the patient's clinical course, including hospitalization status, treatment administered, discharge status, blood glucose values, and further device-related details, is being solicited. A follow-up report will be submitted if relevant additional information is received.